Event description:
The patient experienced extreme excruciating pain related to his implant. The device was coming through the skin. The physician could not determine an alternative implant site on the patient. The proximal ends of the extensions were capped and the ipg was removed. No surgical complications were reported.